Manufacturer narrative:
Title: a prospective phase 2 study evaluating safety and efficacy of combining stereotactic body radiation therapy with heat-based ablation for centrally located lung tumors source: 2018, international journal of radiation oncology received oct 3, 2017, and in revised form feb 2, 2018. Accepted for publication mar 13, 2018. If information is provided in the future, a supplemental report will be issued. [(B)(4)].

Event description:
(B)(4): according to literature source of study performed between may 2010 and april 2015, 16 patients with a total of 17 lung tumors were enrolled and treated with stereotactic body radiation therapy (sbrt). Twelve patients received radio frequency ablation (rfa), and 3 received microwave ablation (mwa). One patient fell at home after receiving stereotactic body radiation therapy (sbrt), did not received heat-based ablation (hba) per protocol, and was lost to follow-up. For rfa, covidien electrodes (covidien, (B)(4)) were used, and for mwa, the neuwave system (non-medtronic products) was used. This study identified 1 grade 3 bronchial stenosis.